Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer cleared occlusion alarms and resumed insulin therapy. Customer reported a blood glucose level of 119 mg/dl.